Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for a separate issue. The cse decontaminated the acid and base system and ran background checks. The cse replaced the base reservoir cap, as it broke when removing the reservoir. The cse reran background checks, which resulted unsatisfactory. The cse replaced the photomolutiplier tube, after which dark counts resulted as expected and background testing resulted satisfactory. The cse calibrated all assays. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The cause of the surgery cancellation was due to the instrument being serviced for a separate issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
During a follow-up call with a siemens customer care center (ccc) representative, the customer stated that an intraoperative parathyroid surgery was cancelled while the advia centaur xp instrument was being serviced, as they do not have a backup. The ccc contacted the customer to follow up on a separate issue post service, when this was reported. There are no reports of patient intervention or adverse health consequences due to surgery cancellation.

Manufacturer narrative:
The initial MDR 2432235-2016-00805 was filed on december 29, 2016. Additional information (02/06/2017): a siemens headquarters support center (hsc) specialist evaluated the service report and determined that the cause of the instrument issue requiring service was the defective photomultiplier tube.